Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16043 and 1627487-2013-16044. The patient has two systems (thoracic and occipital). It was reported the patient moved some heavy items and subsequently her stimulation stopped working and her ipg became painful and tender. The issues allegedly involved her thoracic scs system. Diagnostic testing revealed one of her thoracic leads had invalid impedances. An x-ray showed the lead was fractured and had migrated. Reprogramming was able to recapture bilateral leg coverage with the one valid lead. Follow-up indicated the patient underwent surgery on (B)(6) 2013. The lead was explanted and replaced, and the patient reported effective stimulation therapy postoperative. Both of the patient's leads are being reported as the affected lead is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.